Event description:
It was reported that the ilet user experienced a low glucose episode after the pump delivered more insulin than needed for dinner due to maladaptation and an incorrect meal announcement, with dinner insulin reaching approximately 12 units. The user later performed a factory reset and reported improved performance. Symptoms included shakiness consistent with hypoglycemia and a blood glucose nadir of about 48 mg/dl, which was treated with oral glucose such as candy and glucose tablets. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed hypoglycemia, with no device problem found, a usage problem identified related to improper or incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.